Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the hospital due to a gastro issue and while in the hospital the customer experienced high blood glucose and the ketones were 4. It was stated that upon removal of the reservoir, it was found that insulin had leaked all over the insulin pump. Last blood glucose value was 20.1 mmol/l. No physical damage noted on the insulin pump or drive support cap. Customer changed the infusion set and reservoir and no alarms have occurred. Basal and bolus wizard settings have been changed recently because the customer had been in the hospital for 8 weeks. Nothing further reported.